Manufacturer narrative:
Section h10: (h6) evaluation codes: 3165, 1069. (H3) based on investigation conducted under capa2017-12, it was determined that the user instruction was not adequate to inform the surgeon of the appropriate use of the reamer. The foreseeable misuse of the glenoid reamer could resut in fracture of the pilot tip.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that the pilot tip on the 38mm pilot tip reamer snapped off and became embedded in the glenoid. The surgeon may have been a little overzealous with the reamer, which caused it to break. Representative advised that the surgeon should remove the pilot tip but the surgeon stated that he was unable to, then on subsequent attempts to try and remove it he stated that he had actually pushed it further into the glenoid and there was no way he was getting it out. The pilot tip remains inside the patient.